Manufacturer narrative:
The account found that someone had taken out a spacer between the brake casters and a lock mechanism. The account replaced the spacers between the brake casters and lock mechanism to resolve the issue.

Event description:
The account alleged the brake steer caster and brake caster will not hold. No injury reported.